Event description:
The pt reported blood glucose results of "184 and 120 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Customer no longer has the meter or test strips. Customer was sent a replacement meter.